Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service and capped because it was sensing inappropriately due to a lead fracture.